Manufacturer narrative:
Concomitant devices: - 1845020: attachment 1845020 indigo otol angled, s/n (B)(4), lot 208777602, manufactured: 09/30/2014. - 1845010: attachment 1845010 indigo otol straight, s/n (B)(4), lot 208321511 manufactured: 05/08/2014. Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was noisy, vibrating and getting hot. There was no reported patient impact.

Manufacturer narrative:
Date of the event: (B)(6) 2016. Date of this report: (B)(6) 2016. Describe event problem: additional information received confirms that the drill experienced a gradual escalation in heat while it was being used; a backup drill was used to complete the procedure. There was no patient impact. (B)(6). Date MFR rec: 01/05/2017.

Event description:
Additional information received confirms that the drill experienced a gradual escalation in heat while it was being used; a backup drill was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.